Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of (B)(4) study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). Therapy with extraneal and physioneal was ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy effluent, abdominal pain, nausea or vomiting, abdominal distention, diarrhea, and abdominal tenderness. On that same day, the subject was hospitalized due to bacterial peritonitis without septicemia. On (B)(6) 2009, empiric antibiotic treatment for the event began with ip gentamicin and cefuroxime (doses and frequencies not reported). On (B)(6) 2009, the clinical manifestations of abdominal pain, nausea or vomiting, abdominal distention, diarrhea, and abdominal tenderness resolved. On (B)(6) 2009, antibiotic treatment ended and the subject was discharged from the hospital. The subject recovered from the peritonitis ((B)(6) 2009).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4) study. Study sponsor: baxter.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.